Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with the return of device. Failure event observed during analysis. Final analysis found that the lead was returned in five pieces. Insulation abrasions were noted at multiple locations. Abrasions are consistent with friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.